Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately two and a half months prior to calling adc customer service on (B)(6) 2014 her adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Customer further reported she could not recall experiencing any symptoms, due to her losing consciousness, and that all she could remember was waking up in the hospital. Customer was diagnosed with hypoglycemia and treated with a glucagon injection. Customer was also diagnosed with hypertension. It was further reported she was hospitalized for two days. There was no report of death or permanent injury associated with this event.